Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported connected pulse ox to machine, she received a "faulty" message. She tried again and received the same message. She then kept the product, obtained and used another pulse ox sensor without any issue or message. No patient impact or consequences were reported.